Event description:
This resident was being transferred via hoyer lift when the boom arm swung sideways causing the lift to tip. Three -3- aides in attempt to keep resident from falling to floor supported resident, pushing and pulling lift until pt was safe over bed. There was no injury to the resident, but the three -3- employees were classified as having "strain" injuries. Investigation found that the main bolt that attaches the boom to upright cylinder had sheared off which allowed the boom arm to swing sideways causing lift to tip.